Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be confirmed. The needle release button was returned depressed, and the needle button was locked-out. The device appears to have functioned as expected.

Event description:
The patient reported that the start button released prior to the end of 24 hours. Patient had been wearing the v-go for approximately 21 hours and states he was awakened in bed by a sharp pain at about 4am. Patient said the needle was jabbing him on his abdomen and the pain occurred because the start button was going back in and coming out again repeatedly. The start button did not lock out as it should have.